Manufacturer narrative:
Consumer admits to falling asleep while using the heating pad which is a direct violation of the instructions and warnings provided. Consumer admits to using the heating pad with an extension cord which is a violation of the instructions and warnings provided. Product meets ul 130 temperature specifications with no signs of failure. This incident is the direct result of consumer misuse / abuse of the product.

Event description:
Consumer claims she was leaning on a heating pad while on her couch and fell asleep. She awoke to find a blister on her hip/leg. While at a doctor's appointment for another matter she was diagnosed with a 2nd degree burn and given instruction to use polysporin for treatment.